Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a female asa class 3 patient who previously had surgery for a thoracic aortic aneurysm (taa) underwent emergency tevar due to a ruptured taa and had a zta-p-46-233 implanted on (B)(6) 2016. On the (B)(6) 2016 and (B)(6) 2019 respectively the patient underwent a staged procedure with debranching of visceral and renal arteries and the placement of two cook alpha stents. The distal alpha stent was deployed in the abdominal aorta just above the aortic bifurcation and hereafter a proximal alpha stent was deployed as a junction between the zta-p-46-233 and the distal stent. On (B)(6) 2016, the patient had an event of spinal cord shock leading to unconsciousness and flaccid paraplegia. The patient was transferred to intensive care and was treated with transfusion, drainage and medication. The site has indicated that the end date of this event was (B)(6) 2016 and that the event was not thought to be related to the study device or study procedure. After (B)(6) 2016 contact to the patient was lost. On (B)(6) 2020, it was reported that the patient had died, the cause of death as well as the date of the death is unknown. Nothing indicates that the death occurred as a result of deficiencies related to the identity, quality, durability, reliability, usability, safety or performance of the medical device the death does not qualify as a complaint. This complaint will therefore address the event of spinal cord shock. A clinical assessment was done based on the provided information. Per the clinical assessment the patient had an episode of presumably spinal cord ischaemia subsequent to the complete coverage of most of his aorta. Of note, the l. Subclavian was not covered, remaining patent, and we have no information about the l. Iliac system ¿ collateral flow through those two sources can compensate in some cases for spinal cord ischaemia, and the fact that the patient recovered suggests adequate collaterals. It has not been possible to obtain further information about the event of spinal cord ischaemia. Per the instructions for use for this type of device the zta is indicated for use in the thoracic aorta. Local or systemic neurologic complications and subsequent attendant problems are known adverse events. Based on the information provided it has not been possible to establish an exact cause for the event of spinal cord shock. It is likely that the event is a result of the extensive coverage of the aorta. It is noted that zta has been used in the abdominal aorta in this patient. This is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is effective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a female asa class 3 patient who had previously had surgery for a thoracic aortic aneurysm (taa) underwent emergency tevar due to a ruptured taa and had a zta-p-46-233 implanted on (B)(6) 2016. On the (B)(6) 2016 and (B)(6) 2016 respectively the patient underwent a staged procedure with debranching of visceral and renal arteries and the placement of two cook alpha stents. The distal alpha stent was deployed in the abdominal aorta just above the aortic bifurcation and hereafter a proximal alpha stent was deployed as a junction between the zta-p-46-233 and the distal stent. On (B)(6) 2016 the patient had an event of spinal cord shock leading to unconsciousness and flaccid paraplegia. The patient was transferred to intensive care and was treated with transfusion, drainage and medication. The new information states that the patient died on (B)(6) 2016 of medullar ischemia paralysis and that the patient was hospitalized in another hospital on (B)(6) 2016 with ventricular insufficiency, difficulty to walk, autonomy loss and deterioration of health general status. The procedure in which two cook alpha stents were placed on (B)(6) 2016 are assessed to be relevant for this complaint as it was after this procedure the spinal cord shock occurred. A clinical assessment was done based on the provided information. Per the clinical assessment the patient had an episode of presumably spinal cord ischemia subsequent to the complete coverage of most of her aorta. After the new information linked the death to the spinal cord shock a new clinical assessment was made stating that 'due to this new information with a new timeline, it seems possible that the extensive coverage of the aorta could have led to the spinal cord shock/medullary ischemia resulting in patient death. It should be noted that other factors regarding patients¿ general health status could also be a relevant factor'. Per the instructions for use for this type of device the zta is indicated for use in the thoracic aorta. Local or systemic neurologic complications and subsequent attendant problems are known adverse events. Based on the information provided it has not been possible to establish an exact cause for the event of spinal cord shock. It is likely that the event is a result of the extensive coverage of the aorta. It is noted that zta has been used in the abdominal aorta in this patient. This is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k)) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: unknown death. On (B)(6) 2016 pre-procedure assessment and imaging was done at time of study index procedure, the procedure was done by the indication of life-threatening emergency because of aortic rupture (thoracic aortic aneurysm/taa). The taa max diameter >= 6 cm. The patient experienced symptoms were abdominal pain and nausea. The patient was asa class 3. On (B)(6) 2016 the following device was implanted: lot#: e3365963, catalog#: zta-p-46-233 - proximal component. The left subclavian artery (lsa) was not covered by the stent graft. Implantation was done in zone 3. No other additional procedures were completed prior or during the implantation of the study device. On the final completion angiogram, there was no evidence of an uncorrected endoleak neither reportable adverse events observed during the implant procedure. On (B)(6) 2016 the patient had an event of hematuria. Following comment was made by the site:¿ pulling urinary catheter at 24h lead to hematuria et need to put another catheter,¿ and ¿resolved event in 24h without recurrence.¿ no treatment was made, except the change of catheter. On (B)(6) 2016 (48 days post-procedure), a follow-up CT revealed a majoration of bilateral pleural effusion non-hematic. Maximum aneurysm/dissection/ulcer diameter (mm) 55 and the total length of covered aorta (mm) 233. Following comments was made by the site: ¿majoration of bilateral pleural effusion non-hematic satisfactory coverage of aortic rupture. No increase of the peri-aortic hematoma.¿ on (B)(6) 2016 - (48 days post-procedure), the patient had second part of the planned staged procedure done. Following comment was made by the site:¿ debranching of the visceral and renal arteries the (B)(6) 2016 and stenting for thoraco-abdominal aneurysm the (B)(6) 2016,¿ and ¿the operation took place in two stages ((B)(6)). No particular complication, no neurological deficit. The patient is out of ICU the (B)(6) 2016.¿ on (B)(6) 2016 ¿ (52 days post-procedure), the patient had secondary intervention done as part of a planned staged procedure. Reason for intervention was debranching visceral and renal arteries for stenting. Following comment was made by the site:¿ pre planed operation with stenting in a second time.¿ on (B)(6) 2016 ¿ (63 days post-procedure), the patient had a secondary intervention done as part of a planned staged procedure. Reason for intervention was thoraco-abdominal aneurysm exclusion. An additional thoracic aortic stent graft of distal extension was implanted. Following comment was made by the site:¿ a first alpha cook degressive distal stent 40/36/173 is deployed in the abdominal aorta just above the aortic bifurcation. A second alpha cook degressive proximal stent 46/42/173 is deployed in the thoracic aorta in order to make the junction between the two stents. The (B)(6) 2016, the patient is still hospitalised. This operation is pre planed with visceral an renal debranching in a first time.¿ on (B)(6) 2016 ¿ (69 days post-procedure), the patient had an event of spinal cord shock. The treatment was diagnostic procedure, transfusion and medication. The event was not thought to be related to the study device or study procedure. The event met following sae (serious adverse event) criteria: serious deterioration in the health of the patient. Prolongation of existing hospitalization. Following comment was made by the site: ¿- unconsciousness of patient who is transferred to the intensive care (B)(6) 2016. Flaccid paraplegia with no other neurological disorder associated with complete sensory and motor lost. D1 : transfusion + turning on noradrenaline because of hemorrhage. D1 : laying a drainage kt. D2 : gradual recovery of motor function of both lower limbs. D2 : patient confused and disoriented. D4 : gradual improvement of paralysis. D6 : noradrenaline withdrawal.¿ the site has indicated that the end date of this event was (B)(6) 2016. On (B)(6) 2016 (142 days post-procedure), a follow-up CT revealed no technical observations/imaging abnormalities on this imaging. Maximum aneurysm/dissection/ulcer diameter (mm) 55 and the total length of covered aorta (mm) 380. No follow up visits were done for the 2 year follow up. Following comment was made by the site: ¿the patient did not come back for the 2 years follow up visit.¿ no follow up visits were done for the 3 year follow up. Following comment was made by the site: ¿the patient did not come back for the 3 years follow up visit.¿ (B)(6) 2020 (1563 days post-procedure) the patient¿s death was reported to the crf. The cause of death and the date of death was unknown. Following comment was made by the site: ¿no information could be obtained from the patient local cardiologist.¿ furthermore, if the death was related to disease is also unknown. No autopsy was performed. No death report or autopsy report are available. The patient had a thoracic aortic stent graft at the time of death. The last patient contact was dated to (B)(6) 2016. Patient outcome: the patient died from an unknown reason on an unknown date in an unknown year.

Event description:
Additional information received on 16mar2022: date of death: (B)(6) 2016. Cause of death: medullar ischemia paralysis.

Manufacturer narrative:
Manufacturer ref# (B)(4). Re-investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.